Event description:
Information received regarding the device does not address the patient's clinical status but notes that when the device was placed in the pocket, it failed to track properly. Prior to being placed in the pocket, the device functioned normally. A new device was implanted successfully.